Event description:
Anonymous voluntary medwatch from received via cdrh, which states "which deploying a closer device into arteriotomy site, device became lodged in the patient's femoral artery. Femoral artery cutdown was performed to remove device." Unable to obtain further information, due to anonymous report.

Event description:
Anonymous voluntary medwatch form rec'd via cdrh, which states "while deploying a closer device into arteriotomy site, device became lodged in the pt's femoral artery. Femoral artery cutdown was performed to remove device." Unable to obtain further information, due to anonymous report.